Manufacturer narrative:
The lot details were updated. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe was received with no tip protectors, in paks. Sample #1 was visually inspected and found to be non-conforming with the inner cutter in the port and orange/brown foreign material on the port face. The sample was then functionally tested for actuation and cut. The sample was found to be non-conforming for actuation. The cut functionality of the probe could not be tested due to the actuation failure. Sample # 1 was then disassembled, and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter pulled out of the coupling. The fillet was observed to be conforming and no presence of adhesive was observed on the inner cutter. Gouge marks were observed at a couple locations along the inner cuter. Orange/brown foreign material was observed on the tip of the cutter. Sample #2 was visually inspected and found to be non-conforming with orange/brown foreign material on the port face, in the port, inside of the needle, and on the welded cap. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for actuation and was non-conforming for cut. Sample # 2 was then disassembled, and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouges were observed at the cutting edge and multiple other locations along the inner cutter. Damage was observed to the right hand side of the cutting edge and pitting was observed on the cutter near the tip. Orange/brown foreign material was observed on the tip of the cutter and on the length of the cutter near the tip. Sample #3 was visually inspected and found to be non-conforming with the needle smashed at the tip and the port distorted, orange/brown foreign material on the port face, and the needle slightly bent. Functional testing was unable to be performed due to the visual condition of the probe. Sample #3 was then disassembled, and the components inspected. Excessive wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was observed to be bent. Gouge marks were observed at the cutting edge and multiple other locations along the inner cutter. Orange/brown foreign material was observed on the tip of the cutter and black, wet foreign material was observed at a couple locations along the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation indicates that sample #1 had an actuation failure. The cut functionality of the probe was unable to be tested due to the actuation failure, therefore, the reported cut failure was unable to be confirmed on sample #1. The cause of the actuation failure in sample #1 is the separation of components within the probe. No presence of adhesive observed on the inner cutter; therefore, the exact root cause of the inner cutter detachment cannot be determined, however, a manufacturing related rot cause cannot be ruled out. The complaint evaluation confirms the reported cut failure in sample #2. The cause of the cut failure is the gouges, pitting, and damage to the cutting edge of the inner cutter. The exact cause of the gouges, pitting, and damage on sample #2 cannot be determined from the evaluation performed. The complaint evaluation indicates that sample #3 had a smashed needle tip and distorted port. The cut functionality of the probe was unable to be tested due to the visual condition of the probe, therefore, the reported cut failure was unable to be confirmed on sample #3. The root cause for the smashed needle tip and distorted port, as well as the slightly bent needle and the observed foreign material, is the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than twenty minutes, and it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. A non-conformance investigation has been initiated associated with the inner cutter detachment of sample #1. No additional action has been taken as the reported cut failure were not confirmed in sample #1 and sample #3, the exact cause of the observed gouges, pitting, and damage observed on sample #2 could not be determined, and it appears that the observed smashed needle, distorted port, and bent needle on sample #3 was due to excessive use of the probe by the user. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that there was cutting problem with proper aspiration working during the vitrectomy surgery. The surgery was completed. The patient was contacted with device but patient was not harmed.